Manufacturer narrative:
The device has not yet been returned for an evaluation and therefore a root cause cannot be determined at this time. Burn and blister are expected side effects from laser treatment, however this is reportable as the blister is likely to result in a permanent injury. If additional relevant data becomes available a follow up report will be submitted.

Event description:
It was reported that the patient experienced a burn on the leg following a leg vein treatment using cynergy.